Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient experienced a receiver that ceased to function. The complaint receiver was returned for evaluation. The device was visually inspected and failed with a defective usb connector and cracked screen. The receiver will not boot or charge. The receiver download was unable to be retrieved. Receiver functional tester was unable to be performed. The device was opened and moisture damage was found. The reported event of the device ceased to function was confirmed via product. A probable cause of this issue was moisture damage, defective usb connector, customer misuse.